Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances noted in the DHR related to the reported event.

Event description:
It was reported by the customer: patient unresponsive, we did a cardiac intervention "after" case placed the iabp through an 8fr sheath very easily, plugged in and no ao waveform was present. Tried plugging fiber optic into a different iabp machine and no ao waveform was present. Further, it was reported the customer is not attributing the adverse event (i.e. Patient death) to the device. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop 01-061 since the serial number for the unit was not provided. The company account manager for this facility reported that there was no malfunction of the pump at the time of the event, and it performed perfectly.

Event description:
It was reported by the customer: patient unresponsive, we did a cardiac intervention "after" case placed the iabp through an 8fr sheath very easily, plugged in and no ao waveform was present. Tried plugging fiber optic into a different iabp machine and no ao waveform was present. Further, it was reported the customer is not attributing the adverse event (i.e. Patient death) to the device. This is 1 of 2 reports for the same event.